Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a pharmacist, on behalf of a customer, reported "about 25 out of 50 count bottle of the test strips gave error 3. (Four) in a row yesterday would not test, required use of another test strips, total of about 50 strips, wasted this month". Pharmacist also reported the customer had to perform repeat tests and that it was "taking a long time to get an actual reading in order to get bg reading to dose insulin". A test strip expiration date of 04-may-2021 was reportedly printed on test strip packaging, however the correct expiration date is 28-feb-2022. There was no report of emergent self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.